Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. The handles could not be fired. There was difficulty loading the reload onto the adapter. No patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted that blue unload button was sticking. Upon disassembly, it was noted that the edges of the j-hook were deformed. There was additional deformation found on the sulu load link. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the user tries to remove the reload when it is not opened all the way to its calibrated origin position. This j-hook is unable to be fully depressed and leads to the deformation. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.